Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6).

Event description:
It was reported that increased bilirubin occurred. A pulse field ablation procedure was performed using a farawave catheter. One (1) day post index procedure an increase in bilirubin of the patient was observed. Rivoroxaban 20 mg per day and amiodarone 200 mg three (3) times daily were administered in response to the increased bilirubin.